Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. No anomalies were found. The device was returned and analyzed and no anomalies were found. The returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead began experiencing alerts for high impedances on the pacing/sense, superior vena cava (svc) coil, and rv defib coil. Noise and possible fracture were also reported. The physician suspected a set screw issue with the implantable cardioverter defibrillator (ICD) device which was recently implanted. A procedure was undertaken in which the lead and ICD were both explanted and replaced. No patient complications have been reported as a result of this event.